Manufacturer narrative:
A2 (date of birth): the patient was born in (B)(6) 1962. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached. Also, the ligator housing teeth were in good condition. Additionally, the handle had marks of the trip wire indicating that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, of the returned device, it did not show evidence of either the alleged problems or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the proventriculus; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the proventriculus during a contraction of proventriculus procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed due to extrusion, and the third band could not be deployed due to outward extrusion. The bands were removed outside the patient by rotating the handle, and then the bands fell off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the speedband superview super 7 was used in the proventriculus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block a2 (date of birth): the patient was born on (B)(6) 1962. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the proventriculus during a contraction of proventriculus procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed due to extrusion, and the third band could not be deployed due to outward extrusion. The bands were removed outside the patient by rotating the handle, and then the bands fell off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the proventriculus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.